Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. The leak was noticed under the cycler and running down the cart after he completed his treatment. Pt had no adverse effects and required no medical intervention. Pt's effluent has remained clear.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.